Event description:
The medical affairs specialist spoke with the pt's family member in 2005. The family member provided the following information: the family member contacted lifescan (lfs) in 2005 alleging that the pt's meter was reading inaccurately; they did not know that the meter was set to mmol/l instead of mg/dl when they contacted lfs they said that the lfs representative confirmed that the meter was set to mmol/l. They claimed that the lfs representative "checked something" and told them the company (lfs) sent the meter out set that way (set to mmol/l). They said that the pt owned the meter for "several years". The pt has had diabetes for >34 years. They also have a history of coronary bypass surgery, cardiac pacemaker, congestive heart failure, and abnormal kidney function. The pt was recently advised that they may require renal dialysis. The pt has required from medical attention over the last several months. They currently receive hospice care at the family member home. Pt was hospitalized 6 times over this summer. Additionally, since they began living with the family member one month ago. They has been hospitalized 3 times. The family member said that each hospitalization was due to their diabetes and on each occasion their blood glucose level was high when tested by the "rescue squad" or on admission to the hosp. They claimed that the pt had not been taking insulin for the last 3 to 4 months because they obtained readings on the reported meter, which they interpreted to be in the 69 to "100 something" range. The pt's doctor had directed them to hold their insulin dose if their blood glucose level was in the 100 range. Pt was directed to call the doctor if their blood glucose level was <100 mg/dl or > 300 mg/dl. They said on the day they contacted lfs, they tested the pt with the reported meter and obtained a result they interpreted to be 130 mg/dl (130 mmol/l =234 mg/dl) on the reported meter, they did not recall the exact time the reading was obtained. A nurse visited the pt to draw blood for lab work at 10:oo am that day. Later that day, the doctor called the family member and said "do you know your family member blood sugar level is 415? "The doctor ordered the pt to be started on 70/30 insulin: 20 units in the am, 10 units in the afternoon, and 15 units at night. Their previous regimen had been: 70/30 insulin: 15 units in the am.

Event description:
The medical affairs specialist spoke with the pt's family member on 9/15/2005. The family member provided the following info: the family member contacted lifescan (lfs) in 9/2005 alleging that the pt's meter was reading inaccurately; they did not know that the meter was set to mmol/l instead of mg/dl when they contacted lfs. They said that the lfs rep confirmed that the meter was set to mmol/l. They claimed that the lfs rep "checked something" and told her "we (lfs) sent the meter out set that way (set to mmol/l)'. Family member said the the pt owned the meter for "several years". The pt has had diabetes for > 34 years. Pt also has a history of coronary bypass surgery, cardiac pacemaker, congestive hear failure, and abnormal kidney function. The pt was recently advised that she may require renal dialysis. The pt has required frequent medical attention over the last several months. She currently receives hospice care at the family member's home. She was hospitalized 6 times over the summer. Additionally, since she began living with the family member one month ago, she has been hospitalized 3 times. The family member said that each hospitalization was due to her diabetes and on each occasion her blood glucose level was high when tested by the "rescue squad" or on admission to the hosp. Family member claimed that the pt had not been taking insulin for the last 3 to 4 months because they obtained readings on the reported meter, which they interpreted to be in the 69 to "100 something" range. The pt's dr had directed pt to hold her insullin dose if her blood glucose level was in the 100 range. She was directed to call the dr if her blood glucose level was <100 mg/dl or >300 mg/dl. Family member said on the day they contacted lfs, they tested the pt with the reported meter and obtained a result they interpreted to be 130 mg/dl (13.0 mmol/l =234 mg/dl; they did not recall the exact time the reading was obtained. A nurse visited the pt to draw blood for lab work at 10:00 am that day. Later that day, the dr called the family member and said "do you know your family member's blood sugar level is 415?" The dr ordered the pt to be started on 70/30 insulin: 20 u nits in the am, 10 units in the afternoon, and 15 units at night. Her previous regimen had been: 70/30 insulin: 15 units in the am and 10 units at night. The family member told the mas they had received the replacement meter sent by lfs. They said pt's attorney advised her to not return the reported meter to lfs.